Event description:
The battery of the patient's pump was indicated as being depleted; and the pump was confirmed as being at end of life (eol) / end of service (eos). The eol condition occurred within the expected longevity range. Eos was expected on (B)(6) 2012, but due to "other medical issues" they could not medically replace the pump. The patient had pressure ulcers all over their body, and was in danger of "losing some toes". Hcp believed the patient was in withdrawal. The patient was administered oral baclofen and administering valium was planned. The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that patient was seen by the hcp on (B)(6) 2012 displayed increased spasticity, anxiety, diaphoresis, mild confusion, "changing positions in his chair made the symptoms worse". It was stated that "they knew pump was dying" and needed replacement and patient was referred to neurosurgeon. It was added that the neurosurgeon was reluctant to perform surgery due to pressure ulcers. Patient was admitted to hospital due to withdrawal symptoms and prescribed 40 mg of oral baclofen every 8 hours. Patient was septic, "which could have caused all of these problems". Pressure ulcers resulted in amputation of one of his legs below the knee. Per hcp patient may have had pump refilled at the hospital; if not, pump was most likely dry. Patient had received effective therapy with the pump prior to the eol/eos issue. Currently, patient was at home and it was unclear whether the patient will want a replacement or would even qualify to receive one. It was added that patient was an "impoverished individual who was two hours from the clinic and had been historically non-compliant with regards to his appointments". Drug delivered via the device was clarified to be compounded baclofen 2000mcg/ml, 1348mcg/day.

Event description:
Additional information: it was reported that the elective replacement indicator (eri) occurred on (B)(6), 2011 and schedule to replace pump was (B)(6), 2012. Additional patient symptoms included pruritus. The reporter stated that the patient was to have the pump replaced but awaiting consult with the surgeon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).